Manufacturer narrative:
Concomitant medical products: purple unknown adapter; braun caresite needleless connector; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the male luer on the pump set broke off inside a braun caresite needleless connector during use on a patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the male luer broke off was confirmed. Visual and magnified inspection showed that the male luer tip on the primary set broke off with one side slightly higher than the other and a whitish colored stress marking on the lower side. The broken off tip was found lodged into the received non-bd needleless connector. Due to the damage, functional testing could not be performed. The root cause of the male luer tip breaking off was not identified.